Manufacturer narrative:
Based on the claim against the product by the customer noting the issue with the discs on the universal surgical manipulator (usm), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed usm 1 replacement due to discs not spinning when adapter engages. The fse was able to replicate the issue by installing an adapter as it could not be detected. The fse tried several times and in some occasions the adapter was detected. Fse moved the same adapter to usm 2, 3 and 4 and it was detected each time. The system was tested and verified as ready for use. The complaint regarding arm discs not spinning was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the usm involved with this complaint, but the failure analysis testing has not yet been completed. While there was no harm or injury to the patient, the reported issue could result in the system not being available. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported during a da vinci-assisted gastric bypass surgical procedure that the discs on universal surgical manipulator (usm) 1 would not spin when the drape was engaged. The or staff tried two different drapes, but the discs would not spin when the adapter engaged. The system was power cycled and an emergency power off of the patient cart was performed. Then the instrument and sterile adapter presence pins were pressed/released on usm1. The system powered and homed successfully and the drape was recognized on power up. The surgeon redocked ism 1 and installed the instrument. The or staff confirmed usm 1 was functioning, and the site proceeded with the case as planned with no reported patient injury. The site proceeded with the case as planned with no reported patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) completed its investigation of the universal surgical manipulator (usm). Fa confirmed the reported issue through system log review, but the issue was not replicated during in house testing. The usm was tested on normal mode on in-house system and triggered no errors. The unit passed carriage switches, carriage agc current, carriage strength and carriage friction tests. The system logs identified errors 31010 coupled with error 282, which points to carriage presence pins and axes controller, carriage logic (accl).